Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during pre-implant interrogation of the implantable cardioverter defibrillator (ICD) the longevity bar was gray. The ICD was not used an another device was successfully implanted. No patient complications have been reported as a result of this event.